Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-aug-2018 with the following findings: review of the black box data revealed evidence of unexplained power on reset on (B)(4) 2018. On investigation, the returned battery cap was intact, without damage and determined to measure within required specifications. There was no evidence of moisture inside the battery compartment. With the returned battery cap in properly in place on the pump, the pump powered on normally and was exercised for 24 hours without any power interruption, errors, warnings or alarms. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged intermittent power issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.